Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. The first photo shows the mission device within the package, in which the marked area shows some unknown particulates that were noted within the package near the cannula and on the outer body of the device. The second photo shows the label of the device, which could be verified with the reported product details. No objective evidence of damaged package and sterility breach, no other specific anomalies were noted in the submitted photos. As a result of the photo review, unknown particulate over the device could be observed, and the investigation was confirmed for the reported foreign material. However the investigation remains inconclusive for the reported breach of sterile barrier as no objective evidence could be noted on the submitted photo. A definitive root cause for the alleged foreign material and breach of sterile barrier could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. B5, d4 (expiry date: 09/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, brown stain was allegedly found in the needle. It was further reported that the sterile packaging was noted to be damaged prior to opening. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, brown stain was allegedly found in the area where the needle was taken. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.